Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering nine (9) exactamix 2400 valve sets. Air was introduced into the valve sets as soon as ingredients started flowing from port 4. There was nothing unusual regarding the inlets or source containers of port 4; however, this same pattern occurred consistently with each of the first several bags that were pumped. After new valve set assemblies were attached, the issue resolved and air was no longer introduced into the fluid pathways. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured august 19-20, 2025. H11: the actual devices were not available; however, nine (9) unused companion samples were received for evaluation. Visual inspection on the companion samples was performed and no defects were found. Functional testing was performed on one (1) random companion sample, and no issue of bubbles was observed or encountered during testing (set up or direct entry compounding cycle). The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.